Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to loosening of the tibial tray. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown. Device info - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.